Manufacturer narrative:
During the preventive maintenance (pm), the autopulse platform (sn (B)(4)) failed initial functional testing due to user advisory (ua) 02 (compression tracking error) error message. The root cause for ua02 was a defective load cell. The cracked enclosure and defective load cell were likely attributed to mishandling, such as a drop. Upon visual inspection, zoll service personnel noted a crack on the front enclosure and a bent battery lock, likely attributed to user mishandling, such as a drop. The damaged parts were replaced to address the observed physical damage. The load cell characterization test was performed, indicating that load cell #1 exceeded the normal parameter. The load cell was replaced to address the observed problem. Upon further testing, zoll service personnel observed a flickering lcd backlight. The root cause for the backlight issue was a defective processor board, likely attributed to the device's aging. The autopulse platform was manufactured in 2009 and is 12 years old, well past the expected serviceable life of 5 years. The processor board was replaced to address the backlight issue. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During the preventive maintenance (pm) on (B)(6) 2021, the autopulse platform (sn (B)(4)) failed initial functional testing due to user advisory (ua) 02 (compression tracking error) error message. No patient involvement.

Manufacturer narrative:
Correction in h6 (type of investigation).